Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the catheter revision was performed on (B)(4) 2019. The catheter was replaced with a new full 8780 and the old catheter was removed. It was noted there were no visual signs of anything wrong with the catheter and it would be shipped back for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
Event description has been corrected to include the following: it was indicated there was a possible connector disconnect. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 200 0mcg/day of gablofen at 1000mcg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported the patient had complained of increased spasms. It was unknown when the issue began. The doctor performed an indium study in late (B)(6) (2019) that showed leakage at the pump/connector site. It was indicated there was a possible connector disconnect. The daily dose was being titrated down in preparation for a catheter revision. It was indicated surgical intervention was planned however it had not yet been scheduled. Regarding any environmental/external/patient factors that may have led or contributed to the issue, the rep was unsure of any physical reason for the disconnect. It was reported the issue was unresolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. Other medications being taken at the time of the event, the patient's medical history, and the patient's weight were not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). A catheter revision was booked for (B)(6) 2019.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Evaluation of implantable catheter serial number (B)(4) revealed no significant anomalies. As received, analysis identified an occlusion consistent with dried drug, blood, or other material. The catheter was found to be patent and passed pressure testing in the lab. The evaluation code method and code-result has been updated for the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
The catheter was returned for analysis.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial #: (B)(4), implanted: (B)(6) 2017, product type: catheter; ubd: 13-sep-2019, ud I#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 200 0mcg/day of gablofen at 1000mcg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported the patient had complained of increased spasms. It was unknown when the issue began. The doctor performed an indium study in late (B)(6) 2019 that showed leakage at the pump/connector site. The daily dose was being titrated down in preparation for a catheter revision. It was indicated surgical intervention was planned however it had not yet been scheduled. Regarding any environmental/external/patient factors that may have led or contributed to the issue, the rep was unsure of any physical reason for the disconnect. It was reported the issue was unresolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. Other medications being taken at the time of the event, the patient's medical history, and the patient's weight were not available.